Event description:
A malfunction was reported with a code malf 12, causing the customer's blood glucose level to exceed 500 mg/dl, but a specific value was not available. The customer took menjaro to address the high blood glucose level and did not require third-party assistance. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and call back if the malfunction recurred. There was no further adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by taking menjaro. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump.